Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she cannot see still even after a year of intraocular lens (iol) implantation. She felt vision was worse since having lens implant. Additional information has been requested and received stating she had issues reading and seeing street signs, had a stitch in one eye which was removed post operative visit and would require laser for both eyes due to secondary cataract. There are two medical device reports associated with this patient. This report is associated with the right eye.